Event description:
It was reported that the customer had passed away and their family member did not want supplies shipped anymore. It was unclear how the customer passed away. Caller stated that the customer passed away on (B)(6) 2013. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
This information is provided in response to your request dated (B)(4) 2015 for additional information.

Event description:
It was reported that the customer passed away. The customer was diagnosed with lung and liver cancer approximately one year prior to passing, on (B)(6) 2012. The cause of death was liver and lung cancer. The customer passed away at home. The customer's blood glucose at the time of death was unknown. The customer was not wearing the insulin pump at the time of death. The device was removed from the customer approximately five hours prior to passing. The customer was on hospice care, and not able to eat. The family of the customer thought it would be best to remove the insulin pump. The customer was not wearing a sensor at the time of death. The caller stated that they do not know where the insulin pump is and could not verify the device information. The device is not available for return. No further information is available at this time.